Event description:
Blanket leaked water all over the bed and patient. Blanket was changed out and therapy was interrupted. No obious items noted that would have contributed to the leak.what was the original intended procedure?hypothermia therapy for 72 hours.device #1is this a laboratory device or laboratory test?no